Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2024. The serial number for the catheter and pump was provided. The implant date of the catheter was (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient was known to flip her pump inside her body (a "flipper") and as a result, the catheter was kinked and needed to be replaced. The patient started to have increased pain. An x-ray was performed and on visual inspection, the catheter was found to be kinked. Diagnostics/troubleshooting performed included trying to aspirate the catheter with no success. The pump portion of the catheter was replaced and the pump was heavily sutured into place. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# unknown, explanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.